Event description:
The technician alleged the brakes were not holding. No impact.

Manufacturer narrative:
The technician right lock caster was not locking. The technician replaced the right brake caster to resolve the issue.